Event description:
It was reported that the procedure was to treat the right internal carotid artery that had no calcification; however, was mildly tortuous.

Event description:
It was reported that the procedure was to treat the right internal carotid artery that had no calcification; however, was mildly calcified. The catheter was prepped and the tip was flushed prior to use. After placement of the catheter at the lesion, after rolling the thumbwheel, there was no stent on the system. The catheter was retracted from the patient and was checked for the stent implant outside the patient and it could not be located. Angiography was performed on the patient and it was confirmed that the stent implant was not in the patient anatomy. As the stent implant could not be located, it is believed that there was no stent in the system. A new xact stent was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The missing stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Previously reported mildly calcified. Changed to mildly tortuous.